Event description:
It was reported to philips that no x-ray and an error message stating install the application occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software, and the system was restored to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).